Event description:
Additional information received from healthcare provider (hcp) via a company representative (rep) reported that the patient would return in a few weeks for device follow up. They had received no other information on this matter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the patient had their implantable cardioverter defibrillator(idc) changed out on (B)(6) 2016 , but the patient claimed prior to the procedure when they were scooted over to the operating table from the cart they were on they noticed a change in stimulation. The rep stated they noticed artifact on the patient¿s EKG and that was when they discovered the patient must have another device. The rep indicated when they scooted over the table that¿s when they started feeling stimulation. The rep noted to their knowledge it appeared that the patient was feeling stimulation or some sort of sensation at their implantable neurostimulator (ins) pocket site and had been ever since ICD replacement. The rep stated they had tried different setting with the ICD to see if that would change anything, but didn¿t mention anything remarkable. The rep noted the ICD settings were nothing too out of the ordinary. The patient is implanted for gastrointestinal/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.